Event description:
It was reported that a vns patient's lead and generator were removed "a while ago" due to an infection at the generator site. The infection has cleared and the patient has been approved for reimplant, however, surgery has not occurred at this time and a consult is scheduled for later this month. The DHR for the lead and generator were reviewed and sterility prior to shipment has been confirmed. Good faith attempts to obtain additional information on the patient's infection including exact explant date have been unsuccessful to date, however, since the explant occurred a significant time ago, an explant date of 2009 was used. This can be updated if additional information is received.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.